Event description:
It was reported that the patient had an infection. There was a small amount of purulent drainage. The decision was made to bring the patient to the operating room for exploration and wound vacuum assisted closure (vac) placement. The patient underwent surgical intervention on (B)(6) 2025. They received antibiotics on (B)(6) 2025. It was later reported that the infection event was probably related to the heartmate 3 implant procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.